Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- complainant, male, (B)(6) y/o, underwent right hip transplant surgery in 2007. In early 2010 complainant began to experience pain at the hip joint. Condition progressed through remainder of the year and into 2011. Pain became so unbearable he returned to his attending surgery for evaluation. Tests revealed hip implant failure, the ball and joint (metal to metal had loosened and suspected to cause the pain and walking difficulty. Complainant obtained his surgical records from (B)(6) medical center and confirmed that a depuy asr xl acetabular replacement system (metal on metal) was used. Device proved defective and dangerous that company initiated voluntary recall in (B)(6) 2010. Subject items were implanted in complainant. Complainant's current history: extreme difficulty walking, persistent pain in hip joint area. Follow up surgery being scheduled in (B)(6) 2012, to replace the defective system. Dr. (B)(6) will perform revision surgery. Hospital and medical records available for this complaint. Complainant notified company and was told to schedule surgery before filing compensation claim. Update: litigation papers received (B)(6) 2013. Litigation alleges that the patient suffers from swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Date of implant and date of revision have also been provided. The MDR decision is being reversed and products reported. The complaint has been updated on (B)(6) 2013.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/10/2014-pfs and medical records received. A correct dor was given. After review of medical records the primary operative note and sticker sheet confirmed the patient didn't have asr implanted as alleged. The revision operative note also indicated a loose stem so the stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code bf9ff1000. A search of the complaint database search finds one additional reported incident against lot codes 2215520 and 2417439 since their release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.